Event description:
There was a complaint of a questionable elecsys hcg+ss result for 1 patient tested with a cobas e411 disk analyzer. The questionable result was reported outside the laboratory. The patient received a positive result from an unknown method at a different site which prompted repeat testing. The patient¿s initial result was 1.13 miu/ml; the repeat 2 days later was 323 miu/ml. The customer believes the repeated result to be correct. The hcg+ss used was lot 551036 and the expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer (fse) checked fluid lines and mechanism alignments and ran a precision check. A calibrator and qc check were run by the customer. All checks met acceptance criteria. The investigation is ongoing.

Manufacturer narrative:
The last calibration was performed on 14-dec-2021 and met acceptance criteria with no alarms. The qc met the acceptance criteria. There was no indication for a performance issue of the reagent or instrument. The customer declined to provide the alarm trace for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.